Manufacturer narrative:
Analysis confirmed the customer's comment that the ventricular output connector had pins broken off in it and the output connector assembly was broken. It was also noted that the lower case was broken. The keypad flex was creased but functional. The display wires were pinched and the wire insulation was exposed. The insulator label was damaged and three case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricle port of the external pulse generator (epg) was broken off in the epg. The device was returned for repair. There was no patient involvement reported.